Manufacturer narrative:
As part of a quality system improvement plan, stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B)(4) 2006 to (B)(4) 2008 were the scope of this retrospective review. These events are being submitted under exemption (B)(4). There are 4 event(s) associated with this event type (malfunction) and (B)(4).

Event description:
Electrical malfunction. It was reported that the 120v power cable that runs internal to the arm was pinched and shorted out of the arms metal frame. This caused arcing and burning of the wires as well as loss of power.